Event description:
Information was received that the flange a smiths medical portex bivona cuffless tracheal tube broke during a routine trach change, caused decannulation. The patient turned cyanotic. The patient's father proceeded to attempt to replace the trach with a back up trach. The father re-established the patient's airway with the backup trach. The patient's vitals subsequently stabilized. No further adverse patient effects were reported.